Event description:
12 year old female with history of ventricular septal defect, coarction of the aorta and left ventricular outflow tract obstruction. Pt underwent aortic valve replacement using aortic homograft at age 10. 2 years later pt required explant due to pseudoaneurysm at homograft anastomosis with patch and severe regurgitation on echo. Operative report noted a very calcified aortic root homograft with a hole in the leaflet. A pseudoaneurysm between the aortic root and the right ventricle is also noted. This pseudoaneurysm was noted to be fed from a disruption of the suture line at the previous patch.